Event description:
Healthcare professional reported right side "device rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius, striated opening and broken on anterior, missing shell on anterior (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on radius assessed as an unidentified (tear) opening. A striated pattern of broken and opening assessed as surgical damage. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "device rupture." Device has been explanted.